Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticking up and down buttons. The customer¿s blood glucose level was unknown. The customer reported that the battery cap was cracked and chipping and the reservoir compartment had little chips. The customer also reported that they can still screw the battery cap down and they were still able to read the display. Insulin pump will not be returned for analysis.